Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr d/l powermidline catheter. Usage residues were observed throughout the sample. The catheter terminated at the 13cm depth marking. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained hydraulic pressurization of the sample. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of rebn2338 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that a dual lumen midline leaked at the connection of bifurcation and catheter. The catheter was removed. There was no harm to the patient reported.